Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-mobidities including smoking and has undergone 20+ abdominal surgeries, including multiple prior hernia repairs with unk meshes. Numerous complaints of pain and pain clinic visits are noted. The medical records indicate that the pt was treated for adhesions, infection, abscess, and fistula, which are known possible adverse reactions listed in the IFU. Although there was no culture report provided to confirm the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The product was manufactured by surgical sense, prior to the davol acquisition of the product. Mfg records from surgical sense are not readily available for review. Therefore, no DHR was performed related to this complaint. No pathology is provided, and the CT scans and culture reports provided are limited. It is unk if this device contributed to the alleged event. There is no indication of defective mesh, and no pathology to confirm explant. Additionally, no product has been returned for evaluation. If any additional info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00893 for info related to the kugel patch (#2) implanted on (B)(6) 2000. See MDR 1213643-2012-00219 for info related to the dulex mesh (#3) implanted (B)(6) 2001.

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2000 - implant non-bard mesh. On (B)(6) 2000 - ER with wound dehiscence, steri- strips applied. On (B)(6) 2000 - elective repair of ventral hernia with implant of kugel patch (#2). On (B)(6) 2001 - stoppa ventral hernia repair with implant of dulex mesh (#3). Non-bard mesh and kugel patches (#1 and #2) adherent to bowel. Lysis of adhesions performed, and kugel patches remain implanted. Non-bard mesh explanted. It is noted that the anterior abdominal wall was incised in 27 places to adhere the large patch to the wall. On (B)(6) 2002 - sudden onset of increased abdominal pain. Deep abdominal abscess noted in a CT. On (B)(6) 2002 - purulent material was around mesh (#3), and mesh was 'discharged' away from underlying small bowel and abdominal wall. Infected dulex mesh (#3) was explanted in its entirety. It is noted that there is no underlying bowel pathology to explain delayed infection. On (B)(6) 2002 - surgical clinic: wound with exudate pus pocket; debrided. On (B)(6) 2002 - admission for fistula, managed with tpn (total parenteral nutrition). On (B)(6) 2002 - surgical clinic: fistula, hernia recurrence. On (B)(6) 2003 - exploratory laparotomy, fistula take down, lysis of adhesions and multiple hernia repair. Two loops of bowel were adherent to skin and mesh. The one loop was freed from the mesh with a single enterotomy. The mass of skin, mesh (kugel patch #1 and #2) and bowel were removed as a single en bloc section. Small bowel resection performed.